Event description:
It was observed that during the device evaluation that the flex video scope nozzle, air/water tube and air/water cylinder had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: h6. Correction on fields: e1 (first and last name should remain blank), e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the subject device. The foreign material may have not been removed because reprocessing could not be conducted properly due to leakage at biopsy channel, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU): IFU states the detection method in sif-q180 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in sif-q180 reprocessing manual chapter 5, reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.